Manufacturer narrative:
One medfusion syringe pump was returned for analysis in poor condition. Upon visual inspection the top case and front right corner were found to be cracked. The unit was plugged in noting led's and batter were lit but the pump would not power on. Based on the evidence the complaint was confirmed. However the root cause is unknown.

Event description:
It was reported that a medfusion¿ medfusion® 3500 syringe pump wouldn't power up and was smoking. There was no patient incident report associated with the malfunction of the device. Therefore, no direct or potential patient injury occurred.